Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch #: 1221934-2016-10231. (B)(4).

Event description:
During arcr the surgeon inserted the anchor in a bone hole after making the hole with an awl. However, it was reported that the implant broke in the middle of the bone hole. Although he used another anchor, the same thing occurred. He alleged he used them as usual, but they broke in an unusual way. It was also reported no broken piece was left in the patient's body. The replacement manufactured by a competitor was used to complete the surgery.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation reveals the anchor is broken transversely across the length of the anchor, but is held in place by the sutures. Therefore, the reported failure is confirmed. No anomalies were observed on the threads or the inserter. It was reported that the patient had hard bone quality. This type of anchor breakage is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, a user technique issue. Other than this possibility, we cannot discern a root cause for this failure. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As associated medwatch #: 1221934-2016-10231. (B)(4).